Manufacturer narrative:
Device eval summary: device eval of battery has been completed. The reported problem was confirmed. The cause of the battery pack not fitting into the monitor was damaged battery connector on battery pack. Pin number four was bent on the connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
The wife of a male pt contacted lifecor customer support to report that one battery pack will not stay locked into the monitor. The battery packs slides in and out of the monitor. Recent pt download did not reveal any "battery pack fault" flags. Support sent the pt a replacement battery pack.